Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 0.7, 2.7, lab: 2.2. The 2.7 inratio result was observed a few hours after the lab test. Therapeutic range 2.0-3.0. Customer says when the 0.7 was obtained, the pt had stuck herself with the meter still on the strip code screen and there was significant delay before the blood was applied. Tech service rep advised customer to wait until the apply sample screen/green light before performing the fingerstick and applying the sample.